Event description:
Pt (treated for myeloablative allogeneic). Inflammation and edema around the PICC line entry site. The PICC line was removed and a new peripheral intravenous line was placed. Treatment of non-chemotherapy (antibiotics, immunosuppressants) were then administered. Update as per received complaint from (B)(6) 2012: there was a leak around the catheter. The drug (chemotherapy) burned the skin as there was an inflammation around the catheter. The nurse decided to remove the catheter and cut the distal tip of catheter (to look for infection). She implanted a peripheral inserted catheter for nutrition and drug, (except the chemotherapy). It was stated that the pt has a very ¿important¿ disease. The PICC was implanted on (B)(6) and there was always inflammation. The pt required additional procedures due to this occurrence as a peripheral inserted catheter was implanted in the wrist.

Manufacturer narrative:
(B)(4). Complaint device was returned in an opened and used condition. A visual exam noted that the distal end of the catheter was cut off as stated in the pt/event info. Incoming inspection for urethane PICC manifold assembly insures that the assembly will withstand specified pressure. A tensile test is performed on shafts, extension tubes and hubs. Material must withstand 3.3 lbs for each bond and distal shaft. The product comes shipped with an IFU which states under the power injection procedure step 6: ¿conduct study using the power injector, making sure not to exceed the maximum flow rate or pressure limit for the catheter.¿ we were unable to do a functional test on the device since we did not want to alter the product since it is a reportable event. Therefore, we were unable to replicate the leak in the device. Inconclusive on how the device could have contributed to the failure mode, but the maximum flow rate or pressure limit could have been exceeded causing the catheter to leak and in turn cause inflammation at the entry site. Complaint was confirmed per customer testimony. The appropriate personnel have been notified and we will continue to monitor for similar complaints. The additional of this complaint does not change the risk per quality engineering risk assessment due to low occurrence and high detectability.